Manufacturer narrative:
As reported, the plug deployment button of a 7f exoseal vascular closure device (vcd) could not be depressed. Manual compression was used to complete the procedure. There was no reported patient injury. The interventional procedure used a retrograde approach. There were no visible signs of device/package damage prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The exoseal vcd and vascular sheath introducer were retracted together until the indicator window changed to solid black color. The button would not depress at all when the button was attempted to be pressed. The indicator window was showing solid black at that time. The device was stored and prepped according to instructions for use (IFU). The user is trained to the device. Other procedural details were requested but were not provided. A non-sterile vascular closure device 7f - was received for analysis inside a plastic bag. The device was unpacked to proceed with the analysis. Per visual analysis, the deployment lever on the device was not depressed and the plug was present on the delivery shaft in manufacturing position, which was found with dry blood residues, with the indicator wire deployed, as the guard was found locked. The indicator window was received in the black/white position. No other anomalies were observed during this analysis. Additionally, no catheter sheath introducer (csi) was returned with the device. Exoseal functional testing was executed pulling the indicator wire to achieve the black/black position and finally depress the deployment lever resulting in the deployment of the plug and the change of the indicator window to the black/white/red position. A high magnification evaluation was conducted to evaluate the conditions of the assembly configuration. During this evaluation no signs for obstruction or any impediments were observed, that could be related to the reported event. The reported event by the customer as ¿deployment lever (button) - frozen/locked¿ was not confirmed since the functional evaluation executed confirmed that the deployment mechanism worked as intended, achieving the 3 color changes of the indicator window, and no resistance was felt during the deployment lever depression. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. The instructions for use (IFU) instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. There is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug deployment button of a 7f exoseal vascular closure device (vcd) could not be depressed. Manual compression was used to complete the procedure. There was no reported patient injury. The interventional procedure used a retrograde approach. There were no visible signs of device/package damage prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The exoseal vcd and vascular sheath introducer were retracted together until the indicator window changed to solid black color. The button would not depress at all when the button was attempted to be pressed. The indicator window was showing solid black at that time. The device was stored and prepped according to instructions for use (IFU). The user is trained to the device. Additional information was requested but not provided. The device will be returned for evaluation.